Event description:
A patient underwent a right reverse shoulder arthroplasty (rsa). A postoperative x-ray revealed that the polyethylene insert was not properly seated in the humeral stem. The patient underwent a revision rsa the following day, where a new reverse insert was implanted. Additional feedback from a sales representative confirmed that during a second surgery, it was observed that the polyethylene insert was not fully seated in the humeral stem. The patient was returned to the operating room for a revision, and it was confirmed that the insert was not fully inserted. The surgeon requested an evaluation of the insert for defects. In a phone call with a representative, it was noted that there was no surgical delay, the patient was kept overnight.

Manufacturer narrative:
Correction: please note the addition of the 510k number. The reported event was not confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following the returned insert shows normal signs of usage confirming it is being used on the patient. Functional test of the returned device is performed with the testing fixture -167-504 which reveals that the insert seated appropriately after using hand pressure and three impactions. It would not pull out from the fixture hence it can be concluded that the issue noted in the event description is not confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation insert is well fixed to the testing fixtures hence it can be concluded that the reported event is not confirmed. If any further information is provided the complaint report will be updated.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
A patient underwent a right reverse shoulder arthroplasty (rsa). A postoperative x-ray revealed that the polyethylene insert was not properly seated in the humeral stem. The patient underwent a revision rsa the following day, where a new reverse insert was implanted. Additional feedback from a sales representative confirmed that during a second surgery, it was observed that the polyethylene insert was not fully seated in the humeral stem. The patient was returned to the operating room for a revision, and it was confirmed that the insert was not fully inserted. The surgeon requested an evaluation of the insert for defects. In a phone call with a representative, it was noted that there was no surgical delay, the patient was kept overnight.